Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Provide updated complaint form; report complaint device product code / lot reference; provide an update on the availability status of complaint device.

Event description:
It was reported that the patient underwent an unknown graft procedure on (B)(6) 2016 and the unknown suture was used. During the procedure, the suture thread appeared weak and tore easily. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Representative samples were examined for visual defects and none was found. According the sample condition, no suture breakage was observed and the sample met the fg requirements.